Event description:
It was reported that the left ventricular lead had exhibited low impedance. No patient symptoms were reported. The led was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.